Event description:
Original implant occurred on 4/28/78. Pt presented with ugh (uveitus,glaucoma,hyphema). Lens was removed on 7/1/96. Pt was treated with topical corticosteroids and antibiotics; pt prognosis is good.